Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) was confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable causing the gong alarms. The root cause for the strained cable was excessive force. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.